Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. A field service engineer cancelled the work order, and no resolution was provided by the field service engineer or customer regarding the reported issue. No additional information is available.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer failed repeatedly. Customer stated that multiple anesthesiologists during cases and from pharmacy staff and other supervisor staff stated issue regarding drawer failures complaints. It was also stated that drawer 2.1 in pas rsvaenpa02 failed while patients were on the table, drawer failed during refill for pharmacy technicians, nurses who performed weekly controlled substance inventory also experienced drawer failure. There were no adverse events or injuries reported based on this incident.